Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt, and the insulin pump alarmed 6 motor errors in the last 2 months. The blood glucose reading was 78 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. No motor error alarm was noted and the motor passed the motor test. The insulin pump was received with a broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker.